Event description:
Ous MDR - after an implantation period of about 53 months, an error message regarding 'high current consumption' was displayed during a follow-up. The device was explanted following the recommendations of biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation, a warning message as mentioned in the complaint description- was displayed on the programmer indicating an elevated current consumption. The device was operating in the safety backup program and the programmer promoted a re-initialization request. The memory content of the pacemaker was inspected. The inspection revealed that the device exhibited an intermittent increase of the average current consumption which caused the activation of the safety backup program and the display of the aforementioned warning message. While in this safety backup program, the pacemaker was capable to deliver anti-bradycardia therapies. Next, the pacemaker was opened. The visual inspection of the inner assembly revealed no anomalies. A thorough analysis of the electronic module identified an elevated current consumption of a damaged integrated circuit leading to an increased average current consumption of the device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device switched to the safety backup program and displayed a warning message due to an elevated average current consumption of the device resulting from a damaged integrated circuit. During the entire implantation duration, the device was capable to deliver anti-bradycardia therapies. The manufacturing records document a flawless device production. It is therefore assumed that the damage occurred after the device shipment.